Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ no parts were not returned for further evaluation. The catalytic converter, oil mist filter cartridge and vacuum pump oil would be the most likely assignable cause for the system issue. The parts were contaminated with oil and not returned for evaluation. DHR review found no anomalies that would contribute to the reported issue at the time of release. The issue was resolved at the customer facility. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The catalytic converter, the vacuum pump oil and the oil mist filter were all replaced to resolve the reported haze/mist/vapor issue. Unit meets specifications and was returned to service on 05/09/2017.

Event description:
A customer reported an event of a "haze/fog/vapor" emitting from the sterrad® 100nx sterilizer while running a load. There is no report of any injuries or human reactions. The customer was instructed to power unit down, ensure the area has ventilation and haze has dissipated before re entering the area. Unit should remain off until serviced. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.